Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. Screen brightness check failed - cycled through levels 1 to 10 and the brightness of the display remained dim and did not get brighter. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a display brightness problem on a cycler. The screen was dim even though the display brightness was set to 10. The event happened during start up. The patient rebooted the cycler, but the screen remained dim. Technical services replaced cycler due to screen brightness problem. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.